Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues. The following information was provided by the initial reporter: interventional radiology team were unable to prime or flush the line.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jun-2022 h6: investigation summary two 20039e7d samples from lot 21106172 were received for investigation. One sample was received in opened packaging and the second sample was received without packaging; however, no connecting products were received. The feedback provided by the customer indicates that a complete occlusion was detected during priming. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe from stock to each of the returned samples; in each instance no flow restrictions or occlusions were identified, and the piston of the smartsite opened upon connection to the syringe. The details of this feedback were forwarded to the manufacturing site for further investigation. A review of the production records for lot 21106172 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned extension sets. H3 other text : see h10

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues. The following information was provided by the initial reporter: interventional radiology team were unable to prime or flush the line